Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver screen display froze. Additional event or patient information is not available. No product was provided for evaluation. Data was received but does not reflect product at fault. The reported event of frozen screen display was not confirmed. A root cause could not be determined.